Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the subsidiary site quality engineer: the user was not able to correct the pump jam by reducing occlusion and they have not noticed a difference in the resistance of the occlusion mechanism.

Event description:
It was reported that during the use of the device for a non-clinical activity (routine testing), an error message "pump jam" appeared on the roller pump. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. The roller pump generated a "pump jam" message when attempting to start the pump. The product surveillance technician (pst) determined that the application printed circuit board (pcb) was the cause of the error. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per customer request the device was returned and not repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.